Manufacturer narrative:
Reported event of tip detached prematurely. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used during a calculi extraction procedure performed on (B)(6) 2014. According to the complainant, during the procedure while extracting a gallstone, the tip of the basket detached prematurely. There were no patient complications reported as a result of this event. Reportedly, the tip most likely was eliminated through the biliary tract. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the device found the wire basket assembly was removed from the coil assembly. The handle cannula had been bent upward and broken. The basket tip was detached and not returned and the basket wires are properly formed. An examination of the coil assembly found the full length of the side car-rx to be torn and pushback. The condition of the returned unit was consistent with the complaint that the tip detached. A material review of the sub assembly basket component confirmed that device met all manufacturing specifications. It is unknown if the basket tip received force greater than 50 lb prior to tip detachment. Therefore, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an rx lithotripter compatable basket was used during a calculi extraction procedure performed on (B)(6) 2014. According to the complainant, during the procedure while extracting a gallstone, the tip of the basket detached prematurely. There were no patient complications reported as a result of this event. Reportedly, the tip most likely was eliminated through the biliary tract. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted